Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Following information was requested but unavailable: what efforts were made to locate the blade tip during the procedure? Was this procedure converted to an open procedure? Are there any plans to locate the piece? Was there any change in the patient care as a result of this event? What is the current patient status?

Event description:
It was reported that the surgeon was using harhd20 to dissect tissue. Instrument worked fine for about one hour into operation then it suddenly stopped working and gen11 displayed alarm "clean instrument". Instrument was cleaned and after that it could be used again. After a few minutes it stopped working again. Cleaning and restarting of the gen11 did not help. Opened new instrument to continue operation. I noticed when looking at the instrument that part of the active blade had broken off. Informed or team which had been present during operation. They had not noticed this and immediately called up the surgeon. He also had not realized that a fragment had broken off. Neither the surgeon nor the or staff knows where this fragment is, if in the patient or not. Surgeon said that he cannot do anything about it. Reason for blade breakage could have been contact w/ metal but surgeon is not sure. No patient consequence reported.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: what efforts were made to locate the blade tip during the procedure? None. Missing of tip was not noticed until a few hours after the operation. Was this procedure converted to an open procedure? Operation was open initially and not laparoscopic. Are there any plans to locate the piece? Due to an anastomotic leak on the 5th day after the initial operation, a re-operation was mandatory. Thus, a CT scan of the abdomen was performed. Neither could a radiopaque foreign object be found during the CT scan nor during the re-operation. Was there any change in the patient care as a result of this event? No. Breaking off of tip has no further implications for this case. What is the current patient status? Re-operation due to anastomotic leak.

Manufacturer narrative:
(B)(4).